Manufacturer narrative:
The patient ID, gender and weight are unknown. The exact age of the patient is unknown. However the patient was reported to be over 18 years of age. The exact event date is unknown. However it was reported that the event occured sometime between (B)(6), 2010 and (B)(6), 2011. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps was used during a biopsy procedure. According to the complainant, the device was inspected prior to use and the jaw was found to have detached inside the package. The procedure was completed with another radial jaw 4 biopsy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.